Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked at the y connection when blood was being administered under pressure. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device was discarded; therefore, solventum is unable to verify the leak, identify exact location and root cause without a sample. The product was expired at the time of use (expiration date of 21-nov-2025, reported date of event of 20-feb-2026). Based on the problem description the reported issue is a y-connector leak. Excessive handling or stress put on the y-connector tubing connections can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.